Event description:
I had an oxford partial implant on my left leg on (B)(6) 2011. On (B)(6) 2015 I was admitted to the hospital due to failure of the implant. I was operated on (B)(6) 2015 and it was found that the plastic used in the implant had become dislodged. The oxford was removed and I received a total knee replacement. The failure was not caused by any external factors.